Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in-clinic. Episodes of non-sustained rv oversensing were noted. Review of episodes revealed possible myopotential oversensing on the ventricular channel. Oversensing was noted during cough testing. Programming changes were made. No more episodes of oversensing were noted. Further actions and dft test will be discussed with the physician.